Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s rep regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported an hcp (healthcare professional) sent her image of the battery longevity and it showed ok, rather than estimated number of months. Technical services reviewed with rep that if 3058 has experienced por (power on reset) in the past then device would display ok, low, or eos for battery status. On 2019-nov-08 the rep learned from the nurse that the device was replaced. No further complications were reported or are anticipated.